Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: the local staff turned on the c6 and intended to inspect the c6. However, he had no choice but to give up inspecting the c6 because the screen displayed buzzer defective and self test failed and the alarm kept going off.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: the local staff turned on the c6 and intended to inspect the c6. However, he had no choice but to give up inspecting the c6 because the screen displayed buzzer defective and self test failed and the alarm kept going off.